Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Placeholder.

Event description:
Patient implanted with a retrograde femoral nail, screws and end cap on an unknown date. Patient underwent hardware removal on (B)(6) 2013, as a result of a knee pain diagnosis. An arthroscopic procedure was performed after the removal. Fracture healed. This is 1 of 3 reports for the same event, complaint # (B)(4).